Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise. Oversensing resulted in inappropriate mode switch. A decrease in pacing impedance was also noted. The lead will continue to be monitored. There were no patient consequences.